Event description:
Event description cpi received information that this transvenous defibrillation lead has a possible fracture in the rs and the shocking aspects of the lead. There have been several oversensing episodes with inappropriate therapy.